Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step. He stated that he had fixed the first no delivery alarm, but when he tried to bolus, the no delivery alarm recurred. His blood glucose was 228 mg/dl. He was advised to disconnect at the quick release and to perform a 5.0 unit fixed prime. He stated that insulin did not exit and that the insulin pump alarmed no delivery. He was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector. He was advised to push insulin through the tubing and reported that the insulin did not exit, observing greater than normal resistance with the plunger push. The customer was advised that the alarm had been caused by an occluded set/reservoir connection. He was advised to replace the infusion set and reservoir. He tried a new infusion set and new reservoir, both of which did not work at first. He was advised that the supplies would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.